Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure stent damage occurred. A 28x2.50mm taxus liberte stent delivery system (sds) was advanced to the unspecified lesion. The delivery balloon was inflated to 9atms, however the balloon looked "narrow" under angiography. The device was removed with the stent intact and it was noted that both sides of the stent were "flared." The procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned complaint device revealed distal stent damage. The stent was intact on the balloon and no positive pressure had been applied. The struts in the first two rows on the distal end of the stent were stretched and extended back at 45 degrees. There was blood and contrast visible in the distal and midshaft of the device indicating that it was used in-vivo. The device was soaked in warm water to remove the contrast from the lumen, however it balloon would still not inflate. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure stent damage occurred. A 28x2.50mm taxus liberte stent delivery system (sds) was advanced to the unspecified lesion. The delivery balloon was inflated to 9atms, however the balloon looked "narrow" under angiography. The device was removed with the stent intact and it was noted that both sides of the stent were "flared." The procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".